Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging a onetouch ultralink meter was not powering on when she was trying to test on the meter. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported having symptoms of "lightheaded" prior to the start of the alleged issue. The patient reported the alleged issue started on (B)(6) 2013 at an unknown time. The patient denied receiving any treatment due to the alleged issue. The alleged issue was not resolved at the time of troubleshooting, replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.